Manufacturer narrative:
Product is not expected to return as it remains implanted.

Event description:
It was reported that this patient experienced chest pain, diaphragm stimulation and loss of capture from this right ventricular lead due to perforation of the heart wall. Subsequently, this right ventricular was attempted to be repositioned, however, difficulty retracting the helix was noted as the helix did not retract even after 30 rotations of the rotation tool. Additionally, this lead was slightly bent after trying to turn the lead body. The lead was then tested with the pacing system analyzer, which exhibited an elevated impedance. It was also noted by boston scientific technical services that the impedance had been trending up for at least 10 days. Finally, the decision was made to surgically cap this lead and a new lead was implanted. No additional adverse patient effects were reported.